Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n528790, implanted: (B)(6) 2015, product type: adapter; product ID 3887-28, lot# j0216993v, implanted: (B)(6) 2002, product type: lead; product ID 3887-28, lot# j0204916v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the entire system was removed due to an infection at the pocket. Symptoms included redness and pain. A culture was taken, which showed e. Coli. Treatments included oral antibiotics and intravenous antibiotics in addition to system explant. As a result, the infection resolved.

Event description:
Additional information was received from the patient that reported that there were confirmed e.coli and mrsa infections. The implantable neurostimulator incision site would not heal after implant on (B)(6) 2015. After months of telling her health care provider that she was not feeling good and taking oral antibiotics, the patient fainted while on a riding lawnmower. Everything was taken out in the middle of (B)(6) 2015 due to e.coli infection at the implantable neurostimulator and at the leads and left out for 8 months while she healed. The patient then got (B)(6) at the implantable neurostimulator pocket in her abdomen. The patient's gall bladder had to be removed due to the infection and she was hospitalized in the isolation wing due to the ongoing (B)(6). After everything healed, the implantable neurostimulator was put in the left buttock due to infection at the previous abdominal site. The patient was given oral antibiotics to resolve the adverse events. Manufacturer's records indicate that the full system was removed (B)(6) 2015. The date of infection is 2015. The patient reported that the complete system removal was in the middle of (B)(6) 2015, and the previous information also suggests this. [Information omitted as it pertains to separate events; (B)(4) - difficulty recharging, pulled muscle, long surgery].

Manufacturer narrative:
Concomitant medical products: product ID 3887-28, lot# j0216993v, implanted: (B)(6) 2002, product type: lead. Product ID 3887-28, lot# j0204916v, implanted: (B)(6) 2002, product type: lead. Product ID 74002, lot# n528790, implanted: (B)(6) 2015, product type: adapter. Product ID 3887-28, lot# j0216993v, implanted: (B)(6) 2002, product type: lead. Product ID 3887-28, lot# j0204916v, implanted: (B)(6) 2002, product type: lead. Product ID 7495lz51. Serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient ended up with meningitis because of a previous ins, noting that the entire system (including leads) had to be explanted as a result. The system was removed in 2015 and a new system was implanted in (B)(6) 2015. No further complications were reported/anticipated.